Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding an imaging device. It was reported that the pcba system control assembly was broken.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.